Event description:
During a post-implant device interrogation, ventricular impedances above 3 kohms were noted. A pacemaker revision was performed on the same day. During the re-intervention no anomalies were identified while testing the ventricular. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.